Event description:
It has been reported that one bd¿ venflon I 22ga 0.8 mm x 25mm has been found damaged before use. The following has been provided by the initial reporter: pharmacy has sold out a venflon-I 22g to chemotherapy ward in rst hospital, but after few minutes patient attendant returned back to pharmacy saying nursing are asking another unit and when pharmacist observed closely he seen there is sealed venflon-I pack found without catheter inside & only needle that too folded in shape.

Manufacturer narrative:
H.6. Investigation: photos were received by bd for evaluation. A quality engineer was able to review the photos of venflon 22ga from lot # 9175421, regarding item # 391591 with the reported issue of venflon packed without the catheter and shield. The DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 9175421 until lot release. After thorough investigation of the received complaint and checking the photographs and retention samples the team found that it is possible for the venflon to get packed without the catheter and shield. The catheter was completely assembled on va before it was transferred on fa machine. We have 3 sensors on fa to detect and verify the complete assembled product. The problem occurred of fa31. 1. After the catheter was assembled, the shield got loose and the component fell on fa31 machine. 2. The sensor did not detect the shield on fa31 at pick and drop station. 3. The robotic arm picked up the needle without the catheter and shield and loaded it in the cavity of primary packaging. To prevent this event to happen again we have now working on adding centering and alignment of the robotic arm which will be able to sense the whole component before dropping it in the cavity. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ venflon I 22ga 0.8 mm x 25mm has been found damaged before use. The following has been provided by the initial reporter: pharmacy has sold out a venflon-I 22g to chemotherapy ward in rst hospital, but after few minutes patient attendant returned back to pharmacy saying nursing are asking another unit and when pharmacist observed closely he seen there is sealed venflon-I pack found without catheter inside & only needle that too folded in shape.